Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported by the patient's parent that at approximately 14:30, the patient was pale and vomiting. At that time, the cgm reading was 126 mg/dl, while a blood glucose (bg) measurement was 43 mg/dl. Due to the lack of improvement in bg values, the parent contacted emergency medical services (ems), and the patient was transported to the hospital, arriving at approximately 15:00. At the hospital, the patient was treated with juice, crackers, peanut butter, applesauce, and intravenous fluids. A subsequent comparison showed a bg of 53 mg/dl and a cgm reading of 80 mg/dl. When asked, the parent reported that the cgm readings appeared ¿jumpy.¿ the patient was discharged on the same day (unspecified time). At the time of the report, the patient was at home, reported feeling well, and was advised to remove the cgm sensor. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. A subsequent comparison was done and the reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.